Manufacturer narrative:
Several attempts have been made to reach the customer for additional information related to the alleged patient fall. However, as of the date of this filing, no response has been received. A supplemental report will be submitted as necessary if additional information is learned.

Event description:
It was reported via repair work order that the bed exit was allegedly not functional and a patient was alleged to have fallen. Upon evaluation of the bed, no malfunction or defect was found related to the bed exit system. Additionally, no further details are yet known regarding the alleged patient fall, despite many attempts made to contact the user facility.